Event description:
Pt complained of pain to doctor 10 days after radiofrequency treatment of the anal canal (secca procedure). Exam found fistula in same area as previous fistula. Fistula was repaired in the operating room.

Manufacturer narrative:
The secca device performed as expected during the procedure, and was not available for inspection. However devices from the same lot were inspected, tested and performed as expected. Pt had previous fistula in the same area as this event.